Manufacturer narrative:
Updated data: additional information was received that, the cause of death was the rupture to the abdominal aortic aneurysm (aaa). Per the physician, it is unknown if the delivery catheter system (dcs) caused or contributed to the perforation or death. Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that medication was administered when the patient became hypotensive and defibrillation was provided for ventricular fibrillation. The tee noted akinesia of the left ventricle. A 10 x 40 mm balloon was inflated in the aorta proximal to the perforation to reduce distal flow. Cardiopulmonary resuscitation (CPR) was performed once there was no palpable pulse but was unsuccessful. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject delivery catheter system (dcs) was not returned to medtronic for analysis and no fluoroscopy pictures or angiography pictures were returned for review. It was reported that during the implant of this transcatheter bioprosthetic valve, resistance was met briefly above the iliac artery bifurcation. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient presented with anatomical challenges. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available and a relationship to the dcs cannot be established. As the device crossed the native valve hypotension was noted. The hypotension was believed to be caused by aortic insufficiency from the delivery catheter system (dcs). Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In this case, a conclusive cause could not be determined from the limited information available and the potential relationship to the dcs cannot be established. The device was withdrawn to the descending aorta. Angiography revealed a perforation/rupture of the aaa. The device was removed, and the patient subsequently died. Vascular complications, such as bleeding and perforation, are known potential adverse patient effects per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. Death is also a known potential adverse effect per evolut system IFU. Additional information was received that, the cause of death was the rupture to the abdominal aortic aneurysm (aaa). Per the physician, it is unknown if the delivery catheter system (dcs) caused or contributed to the perforation or death. However, with the limited information available, a relationship between the device and the death could not be established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a known abdominal aortic aneurysm (aaa), transfemoral access was obtained and the inline sheath was used. Resistance was met briefly above the iliac artery bifurcation. The device was able to cross. As the device crossed the native valve hypotension was noted. The hypotension was believed to be caused by aortic insufficiency from the delivery catheter system (dcs). The device was withdrawn to the descending aorta. Transesophageal echocardiogram (tee) did not reveal anything of note. Angiography revealed a perforation/rupture of the aaa. The device was removed. The facility did not have an occlusion balloon sufficient in size to stop the bleeding. Subsequently, the patient died. It was reported that the complication was related to anatomical challenges.